Event description:
Report of the pump being used to deliver primacore solution. No solution emptied from the container, although the pump was running. The user found that the tubing was not loaded properly through the pump head area. No pt injury resulted.